Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported via email that the tampons were inside down when she inserted them. No injury was reported.